Event description:
It was reported that during arcr the active tip of the device was broken and dropped in the patient¿s body. No broken piece was left in the patient¿s body. It was brand new and the first use when the issue occurred. It was also reported that the surgeon did not press it on the bone but might have hit to the bone some times accidentally. The surgery was completed with a 30-minute delay due to this. The backup device was used to complete the case.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection shows that the device is in used condition and shows evidence of activation around the ceramic. The active tip is missing from the distal assembly. The active tip has not been returned for evaluation. The active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. It is the belief of the technical authority that the missing section has eroded away and would not have been deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. This failure is being investigated under a supplier CAPA. It appears that the suction tube has eroded at the juncture between itself and the active tip. Similar instances of these types of failures have been observed historically and this event is being investigated under the CAPA system. The root cause of the complaint has been reviewed against the risk analysis document and is consistent with the expected outcome of such an event. The frequency of complaints is as expected in the risk analysis therefore no specific corrective actions are deemed necessary at this time. A batch record review has been conducted for this lot that was manufactured in 2014 and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed two similar and one dis-similar complaints for the batch number of this device. Based on the overall complaint rate, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during arcr the active tip of the device was broken and dropped in the patient's body. No broken piece was left in the patient body. It was brand new and the first use when the issue occurred. It was also reported that the surgeon did not press it on the bone but might have hit to the bone some times accidentally. The surgery was completed with a 30-minute delay due to this. The backup device was used to complete the case.